Event description:
The customer called and reported that the insulin pump display was blank after changing the battery. The customer was provided assistance with setting the time and date. Customer stated she was not feeling well. When customer was advised to check blood glucose, it was 450 mg/dl, which she treated with two manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.